Manufacturer narrative:
No sample has been returned for evaluation for the report of the probe cutter not working; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaint for the reported issue. The sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter did now work during a vitrectomy procedure. The condition of aspiration is unknown. No patient harm reported. Additional information and product sample have been requested.